Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home on (B)(6) 2021 while in sleep. The caller stated that the cause of death is still unknown because customer passed way in sleep. The caller stated that the customer had kidney disease but it was not cause of death according to caller blood glucose was the reason of death. The caller was customer's mother and she stated they never let to do autopsy and they did not had the death certificate. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It was unknown that auto mode feature was in use or not at the time of the event. Customer was using sensor at the time incident. No product is expected to return for analysis.